Manufacturer narrative:
(B)(4). The device history record for the reported lot number, 0202260212, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. The actual complaint product was not returned for evaluation. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Fill volume: unknown; flow rate: unknown; procedure: unknown; cathplace: unknown. A report was received from (B)(6) stating the pump infused its volume after 12-hours in use. The device was set for 48-hours of medication delivery. The patient felt very sick due to the high dosage of medication received. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
The device history record for the reported lot number, 0202012409, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).